Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The pt denies any recent injury or trauma may have damaged the vns therapy system. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. Based on known device settings, end of battery life is likely approaching. The pt underwent explant sugery, at which time both the lead and generator were removed. The pt was not reimplanted. Lead break is suspected to be the cause of the high lead impedance test result. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.